Manufacturer narrative:
Additional information :the lot# 18j22v142. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph confirmed the broken spike. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a broken pouch of a solution administration set was observed. This was noted before product use; therefore, there was not patient involvement. No additional information is available.